Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient had a bad fall on the saturday before easter, fell on their right side, right over the implant. Patient had various imaging performed and an x-ray and it was determined that the lead had migrated and now sitting down in the pelvis. Patient said that since april 12th, the stimulation has been turned off. Patient called regarding MRI guidelines. Consulted with stim technical services. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: surescan, product ID: 978b133, (lot: va2kc7t), product type: 0200-lead, implant date: (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.